Event description:
It was reported that a user experienced hyperglycemia after a meal while using the ilet, with blood glucose exceeding 400 mg/dl for several hours and persistent high alerts; the user disconnected from the ilet, administered manual insulin, then planned to change infusion supplies and resume use. Symptoms included thirst and frequent urination. Outcomes included no hospitalization, no medical intervention by professionals, no ketone testing, and no assistance required. Investigation included user interview, troubleshooting, and education regarding infusion set replacement and avoiding concurrent manual insulin dosing while connected. Investigation of this case revealed the cause of hyperglycemia was unclear, with no confirmed infusion set or cartridge issue, and subsequent glucose values returned to range after user actions. It was concluded that the event involved high glucose of unclear cause with completed troubleshooting and no adverse long-term outcome.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.